Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2020-30814. It was reported that the patient's leads had migrated out of the epidural space. Patient underwent surgery on (B)(6) 2020 wherein both leads were replaced. The patient was initially implanted in (B)(6) and now resides in the us. Patient is stable.